Manufacturer narrative:
Device evaluation summary completed on 5/27/2019: according to the information received, the patient developed autoimmune disorder. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ pe is unable to confirm that the reported complaints are device related. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 400cc mentor memorygel breast implants, experienced the following: butterfly rash that appeared on her face, headaches at least three to four times a week and sometimes turn into migraines, mental fog, muscle and joint pain in her knees, back of legs, neck and shoulder and the muscles in her skull, along her spine, has been clinically diagnosed with fibromyalgia, ibs, digestive issues, anxiety, fatigue, severe dry skin, acne, and left breast implant is smaller than the right and has burning pain. The patient also reported being placed on the following: wellbutrin 150mg, aterol, zoloft, omeprazole. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.